Manufacturer narrative:
The initial reported event of fracture, inappropriate shock, oversensing, noise, and high impedance was previously submitted via a r emedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Continuation of d10: d224trk crt-d implanted: on (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate shocks and that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead had oversensing, noise, high impedance and was fractured. The rv lead was reprogrammed. It was further reported that about 3.5 years later, high impedance was noted on the svc and rv coils. The lead was capped and replaced and was later explanted. No further patient complications have been reported as a result of this event.